Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively, the pacing lead dislodged. The lead was attempted to be re-implanted, placement difficulty was experienced due to patient's anatomy. Once placed, the lead exhibited high thresholds. The pacing lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pacing lead was implanted after the use-by-date.